Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3057, lot# unknown, implanted: (B)(6) 2018, product type: screening device. Information references the main component of the system. Other relevant device(s) are: product ID: 3057, serial/lot #: unknown, ubd: , UDI#. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator for fecal incontinence. It was reported that the patient's device was no longer working because she believes the wires have been moved. The patient reported that the tape had gotten stuck to the inside of her shirt. She pulled it loose and since then it hasn't worked. It was further noted that the leads are going to be removed on (B)(6) 2018; her healthcare professional (hcp) was already closed on the day of the report. No symptoms were reported at the time of the event. There were no further complications or anticipations reported with this event.